Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. An rv lead microdislodgement was suspected to be the cause of the event. The rv lead was explanted and replaced. During the rv lead procedure, the left ventricular (lv) lead became dislodged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.